Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), there was no hole noted during prepping the 14 fr esheath+. The esheath+ and 23 mm commander were prepped per IFU without difficulty. Upon advancing the first 23 mm sapien 3 ultra (s3u) valve through the esheath+, the valve would not advance out of the top of the esheath+. During the right transfemoral tavr procedure, there was difficulty faced inserting the esheath+ into the patient because the patient had tortuous anatomy. The valve and 23 mm commander delivery system were retracted from the esheath+, and the esheath+ was removed with the introducer. A second valve, esheath+ and delivery system were prepped and delivered without difficulty. There was no harm to the patient. The patient's tortuous anatomy was thought to be the reason for the torn esheath+. Per feedback from the fcs, there was a hole in the tip of the esheath+, which is likely what was catching the valve and preventing it from exiting the sheath. The esheath+ was examined by engineering, and they found that the distal tip was torn radially along distal liner edge.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the distal strain relief was torn approximately 0.25'' in length. The liner was fully expanded as designed. The distal tip was torn radially along the distal liner edge, with the axial scoreline remaining unopened. Additionally, scratches were observed on the distal shaft. All score lines were present, although the slanted score line appeared longer than expected. Damage was also noted on the soft tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient provided by the site revealed the patient's right access vessel had presence of tortuosity and calcification. The complaints regarding the sheath distal tip being torn and the inability to advance the delivery system through the sheath were confirmed through the evaluation of the returned device and device imagery. Available information suggests that improper tip expansion and/or patient factors, such as calcification and tortuosity, likely contributed to the event. This was confirmed through the imagery provided by the site and the condition of the returned device, which showed scratches on the distal shaft. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigations indicate that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate this interference by promoting non-coaxial alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Similarly, calcification can promote non-coaxial trajectories during system advancement, leading to interference between the sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted or constrained condition at the distal sheath shaft, increasing resistance during system advancement and tearing the tip. The complaint regarding difficulty introducing the sheath was confirmed through an empirical evaluation of the returned device and device imagery. Through extensive complaint investigations, events reporting difficulty during sheath insertion or advancement into the patient, with associated sheath damage, have not been associated with device malfunctions or manufacturing nonconformances. Instead, the root causes for these events have historically been due to factors such as calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. Additionally, sheath damage can result from increased push force and any device manipulation used to overcome the difficulty. Available information suggests that patient factors, such as tortuosity and calcification, likely contributed to the event. This was confirmed through imagery of the patient provided by the site and the evaluation of the returned product. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, leading to higher push force. Vessel tortuosity can induce stress on the sheath shaft, causing it to kink or bend and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.